Event description:
Blood leakage from the delivery system: after inserting the delivery system into the patient's body and the inner sheath was deployed with the controller positioned in 1, blood leakage was observed from the part where the stainless-steel rod was inserted into the deployment grip. The procedure was continued, but leakage continued, reaching a total volume of approximately 300 ml. The leakage stopped when the tip was retracted into the outer sheath by turning the controller to position 4 after the deployment of the stent graft was completed. The procedure was continued, a second stent graft was implanted, and the procedure was completed. No additional treatment was applied to the patient. The physician would like to know if this event had occurred before and what the possible causes are. Operation type: tevar blood loss: 300 ml (tc#(B)(4)) patient outcome - "the patient was not in serious condition and recovered."

Event description:
Blood leakage from the delivery system: after inserting the delivery system into the patient's body and the inner sheath was deployed with the controller positioned in 1, blood leakage was observed from the part where the stainless-steel rod was inserted into the deployment grip. The procedure was continued, but leakage continued, reaching a total volume of approximately 300 ml. The leakage stopped when the tip was retracted into the outer sheath by turning the controller to position 4 after the deployment of the stent graft was completed. The procedure was continued, a second stent graft was implanted, and the procedure was completed. No additional treatment was applied to the patient. The physician would like to know if this event had occurred before and what the possible causes are. Operation type: tevar blood loss: 300 ml (tc#(B)(4)) patient outcome: "the patient was not in serious condition and recovered."